Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 and h9. Also, additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 and h9. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform the sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files or traces using thump software due to blank display. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Unable to verify customer's complaint for unexpected battery power loss due to blank display. Cosmetic damage was confirmed at the battery compartment. Blank display was confirmed during testing due to a misaligned battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery loss, damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving replace battery alert/replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.